Manufacturer narrative:
B3: event date confirmed, valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Hcp information provided; ins info not known. Event date confirmed as (B)(6) 2024. Cause/type of por not determined, the por was removed, and therapy continued without the need to reprogram. It was clarified that the patient was not able to turn stimulation on again, after reset of por by the clinic, they were able to turn the therapy back on. The issue has resolved. Information on when the high impedances first occurred was not known, info was stated to be known by the clinic and not the manufacturer, and not part of this complaint. Further information on impedances not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the impedance values were high, and that no action was needed to resolve the high impedance because the electrodes with high impedance were not part of therapy settings.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare provider (hcp had a patient who gets a power-on-reset (por) message. They have had their implanted neurostimulator (ins) since 2018. They indicated the device is charged daily and is still ¿full¿. Assistance was asked with fixing the por message. It was confirmed that the por message can be viewed and removed with the programmer. It was indicated that there were no problems with charging, and the ins was not empty. The hcp was going to see the patient. Further information was received; por message, system was turned off and would not turn on. Can be charged. Battery has not been depleted and can be charged properly. With the tablet, initially, the por message was seen, but it went away by itself, communication between the tablet and ins continued. Can turn the system back on. Impedances of lead 1 are good, lead 2 has high impedances (already known). Setting 1+2-3+, 300 pw and 60 hz. The diary states that the system has been continuously on since 07/09, except for further history in which the patient switches the system off at night. However, no stimulation has been felt by the patient since (B)(6). Unclear what caused the por message. Technical services (ts) stated that a por (power-on-reset) is a safety feature that turns the ins off. After a por, no therapy is available until the ins is reactivated. If it is an informational por, the por can be resolved, and the ins can be turned back on with the patient programmer. However, if it is a warning por, the por must be resolved, and the ins needs to be reactivated with the clinician programmer. A por message will then indeed appear on the clinician programmer when the ins is being read. If a por message appears on the clinician programmer, it is always good to check whether all the setting are still programmed correctly. The email also indicates that the patient has not felt any stimulation since (B)(6), and it was asked if the patient also see the por message appeared on this day. Corrective maintenance / repair requested, customer communicated written / oral dissatisfaction with the product.

Manufacturer narrative:
G2. Foreign: netherlands. B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.